Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 25-jan-2020, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 100.07058 mcg/day and bupivacaine 22 mg for a total dose of 1.10078 mg/day via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient experienced increased redness and bruising at the incision site from recent catheter revision at their second wound check on (B)(6) 2018. Upon examination on (B)(6) 2018 it was noted that the patient did have increased redness and bruising on the incision site that was not present at their first wound check a week earlier. Lab complete blood count (cbc), erythrocyte sedimentation rate (esr), c-reactive protein (crp), and cultures were ordered and results showed high white blood count's and wound cultures were indicative of a surgical sight wound infection on (B)(6) 2018. The patient was started on cipro 500 mg antibiotic for infection on (B)(6) 2018. After 4 days on the antibiotic, it was noted that the infection was not getting any better and in fact was looking much worse. The decision was made by the hcp to explant/not replace the entire pump and catheter system on (B)(6) 201 8 to prevent further migration into the spinal canal. The device diagnosis was returned to manufacturer. The event resulted in in-patient or prolonged hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pump pocket and catheter site infection. The patient's weight was (B)(6). The event date was (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was not possibly related (surgery/anesthesia). No further complications were reported/anticipated.